Manufacturer narrative:
A review of the device history record (DHR) and sterilization record are pending.

Event description:
It was reported to nuvectra that a patient had a staph infection at the implant site. A system explant was performed. The patient was administered antibiotics and is recovering well.